Manufacturer narrative:
Customer was not having medical problems at all. They were concerned because the device would not respond to their test strips. Meter was returned and tested with a different bottle of 72500 strips because customer did not turn in the bottle they tested with, however, the meter did not respond. The meter did respond with 52800 test strips. This meter is an older version and made specifically for 52800 test strips. The conclusion is that the customer used incompatible strips. The meter itself had no problems when tested with the correct test strips.

Event description:
The patient didn't have any medical problems or conditions. He was concerned because the meter he was using was not responding to the test strips and called the paramedics to make sure he was fine.

Event description:
This is a supplemental report to submit additional information received since initial report 3008789114-2013-00009 was submitted to the FDA. The following is additional detailed test results from returned meter: this is an older version of the voice meter produced by tydok, a company that is no longer used to produce these meters. The meter was received in good condition with batteries installed. Checked the settings, audio and buttons and all worked properly. Only the meter was received, so in house test strips and control solution were used to perform testing. Initially conducted testing with the same type of test strips used by the customer, ref 72500 (please see the lot #, expiration and ranges above). Inserted a test strip into the meter and it did not power on. Wiggled the test strip and still it would not power on. Used a new set of test strips to test the meter (ref 52800, d120423-1 apr. 2014 25-70 and 200-300) and the meter powered on in testing mode. Performed control solution tests and the results were within acceptable range. The meter worked properly with the 52800 test strips but was incompatible with the 72500 strips.